Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.